Manufacturer narrative:
The returned device was evaluated and the investigation of the returned device found damage to the external cannula. The cause and timing of this damage could not be determined. No other problems were found with the pod that would cause failure to properly deliver insulin.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 256 mg/dl. The patient reports they removed the pod from the infusion site (arm).